Manufacturer narrative:
The original device has been discarded, however there are sister samples available for return, these have not been received.

Event description:
The event involved a spinning spiros® closed male luer, red cap, where the reporter stated customer has noticed small clear fragments of silicone becoming loose in the center of the ch011-ch-70s when disconnecting from the spiros. This occurred during the compounding of chemotherapy. The product was stored in a storage trolley in a temperature-controlled room. There was no hole, cut, tears or any defect noted and no contact with the patient or health care provider. The event was not detected prior to use. There was no patient involvment and no patient harm reported. This captures 2 of 2 occurrences.

Manufacturer narrative:
No product samples, videos, or photographs were provided for investigation. The DHR was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.